Event description:
It was reported that the device was explanted after implant duration of approximately 98.5 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
During preventative maintenance of the device, the tech reported the power supply of the heart lung console would not function as expected. The power supply would switch between pass and fail status. The tech replaced the power supply assembly and returned it for eval. Since the event occurred during preventative maintenance, there was no pt involvement during this event.